Event description:
Information was received indicating that a smiths medical cadd administration set leaked. The patient informed the registered nurse (rn) that the fanny pack that the IV bag (blincyto nacl 0.9%) was in had fluid in it. The rn immediately had the patient stop the pump and clamp the IV access. The product was returned to the pharmacy and investigated. The seal that attaches the small bore low volume tubing in the cassette reservoir attachment was leaking. When pressure was applied to the tubing distal to the flow stop clamp, liquid shot across the table. There was no reported adverse event.